Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patent experienced exertional chest pain. It was also noted that the right ventricular (rv) lead exhibited sensing integrity counter (sic) and over-sensing. The rv remains in use. No further patient complications have been reported as a result of this event.